Manufacturer narrative:
H6: investigation: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: blood leaking out of the tubing onto the pump and floor there seemed to be a hole in the tubing just above t he pump and did not appear to be at a glued area of tubing.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch #: mw5106600. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: blood leaking out of the tubing onto the pump and floor there seemed to be a hole in the tubing just above t he pump and did not appear to be at a glued area of tubing.